Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The unit has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the device is returned, a follow up report will be submitted.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. A service history record review was performed and confirms this device was in the field for one (1) year with no reported issues prior to this reported event.

Event description:
It was reported that there were inaccurate readings. The readings were 10 - 15% out of range. No patient involvement.